Event description:
Customer reported the ma was high at 10.7. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the ma limit. System operates as intended. This MDR is related to ge healthcare.